Event description:
It was reported that the patient had a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to reasons not available.

Manufacturer narrative:
The device is not available for evaluation as it remains in the patient, should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The complaint couldn't be confirmed, since the information for evaluation don't matches the alleged failure. Medical profession reviewed the received information and noted: the primary tar is an infinity tar that was implanted end of 2021. The CT-scan shows a well-fixed and intact prosthesis, both on the tibial and talar sides. There are neither signs of loosening nor subsidence of the implant. The pe-liner looks intact, as far as can be assessed on a CT-scan. There is some contact between the talar component and the tibia in the medial gutter, that could give a painful erosion of the tibial bone locally. We do not have information on the reason of revision. There is no clinical information as well. The only thing I can think of is that there is contact between the talar component and the tibia in the medial gutter, that could give a painful erosion of the tibial bone locally. This idea is in line with the inbone planning were a shift of the talar component is suggested. No irregularities can be found in relation to any implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to reasons not available.